Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead is scheduled to be replaced and to date, this lead remains in service. Additional information indicated that this rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.